Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess leakage during use. All samples passed the tests, exhibiting no signs of damage to the device or leakage. Additionally, functional tests for retraction lockout were conducted on 30 retained samples. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage after use based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4: the initial reporter notified the FDA on 18-apr-2025. Medwatch report # mw5169283.